Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died less than a year post implant of the leads. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Concomitant products: 6947 implantable defibrillation lead, (B)(6) 2012; 5076 implantable pacing lead, (B)(6) 2012.(B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died less than a year post implant of the leads. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: (B)(4), the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.